Event description:
As reported, an 8f 90 cm multi-purpose a (mpa1) vista brite tip guiding catheter was sent to the hospital and was found that the airtight sealing was not sealed; the aseptic environment had been destroyed, resulting in the product could not be used. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, an 8f 90 cm multi-purpose a (mpa1) vista brite tip guiding catheter was sent to the hospital and was found that the airtight sealing was not sealed; the aseptic environment had been destroyed, therefore, the product could not be used. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. Three photos were submitted for analysis. In the photos, an 8f guiding catheter from lot 18373250 was noted with the seal of the pouch open. The marks where the plastic was at some point sealed were noted on the photos. No other anomalies or outstanding details could be observed on the images provided. A non-sterile ¿gc 8f .088 mp a-1 90cm¿ guiding catheter was later received for analysis without its original packaging. Upon visual inspection, five kinked sections were identified along the catheter body at approximately 12.3 cm, 19.0 cm, 48.0 cm, 67.0 cm, and 77.2 cm from the distal tip. No additional anomalies were observed during the inspection. Dimensional analysis was conducted near the kinked areas following standard procedure. The measurements for both outer and inner diameters were found to be within the specified limits. The reported ¿packaging/pouch/box-compromised sterility-seal open¿ was observed by photo analysis. The affected catheter was returned without the original packaging with several kinked/bent conditions. The exact cause of the open seal cannot be determined without evaluating the packaging. It is possible the seal opened at the facility before it was discovered by the staff member who reported the event. The cause of the kinks cannot be determined either but may have occurred during the return process. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.